Event description:
The user facility reported that the angio-seal device involves was used in an endovascular thrombectomy (evt) case. It was an ipsilateral and anterograde puncture. The hemostasis procedure was performed as usual, and then the hemostasis site was confirmed by echo. However, vessel occlusion was observed in the vessel of the deep femoral artery (dfa) side. The upper part of the hemostasis site was punctured again, the vessel was dilated with a balloon, the collagen was pressed with a stent, and the procedure was completed. The hemostasis of the re-punctured site was achieved with a competitor's device. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The patient was in stable condition. Blood loss was less than 250cc's. Patient required non-surgical intervention due to the event. Ultrasound performed to diagnose the vascular insufficiency. There was no health damage to the patient. Hemostasis was successfully achieved by the first device after the ppi. No equipment or other devices were used with the above product. Additional information was received on 04january2022: there were two puncture sites, and the hemostasis of the first puncture site was achieved by the first device (angio-seal) after ppi, and the hemostasis of the second puncture site ("re-punctured site") was achieved by the competitor's device.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the ure mode and effects analysis (fmea).